Event description:
On (B) (6) 2010, patient reported that the piston rod stopped while advancing it up the cartridge compartment to the level of the insulin cartridge during her cartridge change. Patient stated the piston rod was not completely flush with the cartridge plunger and she experienced elevated blood glucose. Patient reported her blood glucose during this time was 380-400 mg/dl. Patient stated no error displayed on the infusion device during this time. Patient reported she uses half filled insulin cartridges and during her last cartridge change, she noticed the piston rod did not meet the bottom of the insulin cartridge. Patient advances the piston rod while the insulin cartridge is inside of the infusion device. Educated patient on how to advance the piston rod to the level of the cartridge before inserting it into the infusion device. Patient reported the battery was last changed a month and a half ago. Advised to change to a new battery and disconnect the infusion tubing from her infusion site. Assisted patient through the change the cartridge process, removing the cartridge from the infusion device, and setting the piston rod to the level of the cartridge. Had patient reinsert the cartridge into the infusion device; verified the piston rod was flush with the bottom of the cartridge. After the infusion device self-test, had patient prime until insulin came out of the end of the infusion tubing, reconnect the tubing to the infusion site and place the infusion device in run mode. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.